Manufacturer narrative:
(B)(4). The signals in the run data file indicate that the lrs chamber may have been overloaded with wbcs toward the second half of the procedure, causing the elevated wbc content in the platelet product. This could be caused by a particular failure mode in which the holding capacity of the lrs chamber is exceeded prior to the system scheduled purge. The lrs chamber holds a fixed volume of wbcs for any given chamber flow. On rare occasions, the holding capacity of the lrs chamber may be exceeded, causing a leukoreduction failure. This event is one of the known contamination mechanisms of the system, however, access issues during the procedure can cause the signals to become less conclusive, and the trima system loses the ability to detect this failure. Based on the available info, it is possible that this leukoreduction failure could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error may have contributed to the higher than expected wbc content in the platelet product. The trima accel system operated as intended. Investigation eval and corrective actions are in progress. A follow up report will be provided.

Event description:
The customer would like the run data file analyzed to determine the possible cause of the elevated white blood cell count in the double platelet product. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at the time of the event. This report is being filed to report a device malfunction that has the potential for injury.

Manufacturer narrative:
Caridianbct internal reference = fin (B)(4). This report is being filed to provide additional info. The device history records were reviewed, and nothing was found that was related to this event. Root cause: this disposable set was unavailable for specific root cause analysis. Possible root causes were provided in the initial report for this event. Conclusion: no corrective and preventive actions are needed for this incident as the wbc level is within FDA guidelines. This was a double platelet product collection and the rwbc count was less than 8x10^6.